Event description:
It was reported that the customer's insulin pump experienced a blank display after changing the battery due to a previous weak battery alert. The customer's blood glucose was 259 mg/dl. Troubleshooting was done. The customer confirmed that she was using a new battery cap. The customer stated that the insulin pump had sometimes been dropped or bumped but had not been exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display did not return. The customer stated that the battery was corroded. Troubleshooting could not be completed because the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.